Event description:
During manufacturer review of a patient¿s vns programming history, it was identified that high lead impedance was noted on (B)(6) 2010. The patient's vns generator and lead were explanted due to an unknown reason on (B)(6) 2010. The explanted devices were returned for analysis. Paperwork received with the explants noted the patient desired removal of the vns. No anomalies were noted with the generator, and the generator performed per specifications. Analysis of the lead did not identify any anomalies other than explant-related findings. The electrode array was not returned. Attempts for additional information are in progress.

Event description:
At this time no further information has been attained. The neurology office was contacted that was to believed to have followed the patient at the time of their reported high lead impedance and no further information was attained.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.